Event description:
The customer reported via phone call that she was in the hospital with diabetic ketoacidosis. Customer took a bolus and a manual injection and her blood glucose did not drop. Customer woke up and was throwing up every 1.5 hours. Customer went to the hospital on (B)(6) 2015 with a blood glucose of 500 mg/dl. Customer had horrible stomach pain, nausea, high heart rate, and shallow breathing. Customer treated with a novolog or humalog pen. Customer's blood glucose continued to rise. Customer stated that her blood glucose does not go over 200 mg/dl. Customer was instructed to remove the pump due to the IV drip. Customer will be staying an extra day for observation. Customer was instructed to reconnect to the pump 1 hour earlier. Customer stated that there is a slight internal crack on the reservoir window. Customer stated that the pump stays in her pocket the entire time. Customer declined to perform the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.